Event description:
It was reported that this left ventricular lead was an attempted implant due to possible insulation damage. The physician decided to replaced this lead, and no adverse patient effects were reported.